Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (fired twice) and determine its root cause or to confirm the kinked cannula and determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that when the pod fired, he felt the needle stick him twice. He continued to wear the pod and went to bed. When he woke up, his blood glucose read high (>500mg/dl), so he gave himself a manual injection and removed the pod. When the pod was removed, it was noticed that the cannula was kinked and some leakage was present.